Event description:
The manufacturer received information alleging the internal positive and negative flow: measured tidal volume test steps had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the third-party service technician provided no documentation stated on a root cause and/or any component replacement to resolve the event for the internal flow verification test steps failing on the device. The device machine flow sensor is being returned for further evaluation, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.